Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet, describing a device reading of ¿low¿ accompanied by symptoms, with no alerts or alarms reported. Symptoms included hypoglycemia with patient-reported low glucose symptoms. Outcomes included transient effects without report of hospitalization or long-term sequelae. Investigation included attempts to contact the user to obtain additional event details and complete the blood glucose questionnaire. Investigation of this case revealed that the cause of the hypoglycemia remained undetermined based on the available information, and no device malfunction or component issue was identified due to lack of corroborating data. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.